Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 27-feb-2023. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. No iol was received as part of this return. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The handpiece was inspected and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue reported could not be verified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After the dfw225 intraocular lens (iol) was fully inserted into the patient's ocular dexter (right eye) it was reported the capsule tore/collapsed. The iol was removed and the same procedure was completed with a non-johnson & johnson surgical vision lens, diopter size unknown. Outcome does not significantly interfere with activities of daily life and patient status is unknown. No further information is available.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. Health effect - impact code: 4631 iol removal and replacement device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.